Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted upon the completion of the investigation.

Event description:
Edwards received notification from our affiliate in the united kingdom. As reported, this was a case of a 26mm sapien 3 ultra resilia valve, implanted in the aortic position by transfemoral approach. After an implant duration of one year and ten months, the valve presented stenosis and calcification. The patient was symptomatic and a valve-in-valve was successfully performed with a 23mm spaien 3 ultra resilia valve. The patient was noted to be in stable condition. It was reported that there was suspicion stenosis due to halt/thrombus. The patient was on anticoagulants but the medical team discussed the effect of these being limited in obese patients.